Event description:
This ra lead was implanted on (B)(6)2014 and remains implanted at this time. A product experience report was received on date on 8/7/2017 stating that ra lead showed noise. The physician was dr.(B)(6) at (B)(6). No other information is available: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).